Event description:
It was reported that during the procedure for treatment of a de novo lesion in the mildly calcified/tortuous diagonal artery, a guide wire and stabilizer were delivered via radial access. Pre-dilatation was performed using a 2.0x12 balloon. A rx xience v 2.25x12 stent delivery system (sds) was advanced; however, the sds could not be negotiated into the diagonal artery due to the tortuosity and calcification. Attempts were made to advance the sds against resistance and the tip of sds was observed to be distorted. The entire system was withdrawn from the anatomy. Outside of the anatomy, the tip separated while being handled. The patient was referred for balloon angioplasty. There was no adverse patient effect. There was no reported clinically significant delay due to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.